Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 20.2 mmol/l, 3.6 mmol/l, and 3.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.